Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned and non-emergency treatment procedure was performed when the issue happened, and the procedure was completed by using wired footswitch. The philips remote service engineer (rse) examined a reported problem related to graphics malfunction required multiple pedal presses during leg imaging with subtraction. The issue could not be confirmed. Survey and monitoring until 04thjul2025 showed no problem recurrence or complaints. The device is working correctly. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. An update has been made to the instructions for use (IFU) regarding the charging and handling of the wired footswitch. This includes the requirement to have the footswitch always connected as a backup. The procedure can be completed with minimal or no delay and there is no device problem detected. Due to this, the malfunction of a wired footswitch would not be likely to lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's footswitch was intermittently unable to trigger imaging. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.